Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge was leaking from the septum. Customer's blood glucose was in the 100s mg/dl range. A new cartridge was loaded to address the issue.